Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited t-wave oversensing. It was also noted that the device exhibited intermittent telemetry, suspected to be due to interference from the patient's insulin pump. Programming changes were made, and no patient symptoms were reported.